Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a button error alarm and the keypad was not working at all. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed and the insulin pump will be returned for the analysis.

Manufacturer narrative:
After battery installation, the go back keypad button did not respond to keypad presses whatsoever. After swapping electrical board with one another and after swapping both boards to another case, it was determined that the keypad problem is isolated to electrical board. Unable to perform displacement, and self tests due to the intermittent keypad button.